Event description:
The subject cobe perfusion pack was found on 09/09/97 to have the inlet and outlet lines reversed at the membrane compartment of the oxygenator. The cardioplegia line was connected to the recirculation line off the arterial outlet port of the oxygenator membrane. This resulted in the cardioplegia line being run with venous blood. No patient injur resulted.